Event description:
The patient received his scs system consisting of an ipg and percutaneous lead on (B)(6) 2007 for bilateral leg pain. It was reported that the patient had inadequate and also painful stimulation. Reprogramming was attempted but this did not alleviate the reported issue. An x-ray was taken which confirmed the system connections were intact. One lead contact had an invalid reading. The physician explanted and replaced this lead. The explanted lead was discarded and not returned to ans for evaluation. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.